Event description:
This event was reported to sunrise customer service via phone call from the user facility in 2006. Sunrise medical subsequently provided MDR #1034630-2006-0024 to us agent for zhongshan a&e machinery industry co., ltd., approximately 3 weeks later. Reporter reports that the wheel cracked after the customer had only the wheels on his/her walker for a few days. No further info given. The unit has been rec'd for evaluation by sunrise medical.